Event description:
The complaint received alleged that "the catheter shaft was kinked in blood vessel, when torque was applied to it." During a selective angioplasty, the doctor turned the catheters to select a vessel when the alleged kink occurred. There were no adverse patient effects and the doctor did not need to take any interventional action.